Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion and stent damage occurred. The lesion being treated was located in the tortuous circumflex (cx). The physician could not cross the distal lesion with a taxus express2 2.75 x 16 mm drug eluting stent. No pt complications were reported. The physician was successful in implanting a taxus express2 3.0 x 12 mm drug eluting stent in the proximal lesion.